Event description:
On (B)(6) 2015 it was reported that since (B)(6) the patient has had an increase in seizures. Also beginning at this time, it was noted that the magnet was not aborting seizures in the same manner it had previously been doing. Good faith attempts for further information have been unsuccessful.